Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d10, h6. Additional h-3 summary: a winding former with two needle/suture combination of product code vcpb841d, were received for evaluation. During the visual inspection of two needle/sutures, swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. He device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue/location was suturing when pull off occurred? No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture detached from the needle easily during interrupted suturing. It was a control release needle. There were no adverse patient consequences reported. Additional information was requested.